Manufacturer narrative:
A visual examination of the returned device found that the needle tail was broken. The pull wires were not broken. Additionally, the coil was elongated. Functionally, the device jaws were able to be open and close without issue. Measurements were taken of the two wire curves; both were within specification. Additionally, no abnormalities were noted with the device riveting or welding. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Although the device pullwires were not broken, the needle tail was broken which was likely identified by the user as pull wire broke. The most probable root cause is undeterminable since the specific cause of the failure cannot be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, after advancing through the scope, the forceps device was not working properly and a jagged piece of metal was visible on the edge of the jaws. The device was withdrawn and the noted protrusion was found to have detached and lodged in the scope. Reportedly, the jaws were intact, but both pullwires were broken. The scope was removed from the patient without issue and then the case was completed with another radial jaw 4 biopsy forceps device. Additionally, the device was inspected and tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age is unknown, however the patient was reported to be over 18 years of age. (B)(4) for the reported event of wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, after advancing through the scope, the forceps device was not working properly and a jagged piece of metal was visible on the edge of the jaws. The device was withdrawn and the noted protrusion was found to have detached and lodged in the scope. Reportedly, the jaws were intact, but both pullwires were broken. The scope was removed from the patient without issue and then the case was completed with another radial jaw 4 biopsy forceps device. Additionally, the device was inspected and tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.